Event description:
As reported to gore via the product surveillance manager of company. A procedure was performed in 2008, involving an implantable artificial assistant heart with a hemashield vascular graft component attached to the artificial heart. The hemashield graft was covered with a gore-tex vascular graft. It is understood at this time that this procedure was performed as part of a clinical study. (Date unk at this time), the pt developed an infection and was treated with antibiotics. Culture identified gram-positive coccus at the surface of the hemashield graft. In 2009, (date unk at this time), the pt developed thoracic empyema. In the same mohth, debridement was performed, however, the pt's condition was deteriorating and the pt subsequently died from respiratory failure. The upn/batch of the hemashield device have not been reported at this time. Additional info is being sought from company.

Manufacturer narrative:
Being investigated. The actual event date are being estimated, since the exact date has not been reported. The disposition of the device is unk to us at this time. Note: items marked "ni" are not attainable at this time. Should such info become available, it will be included in a follow-up report.